Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred. The product was evaluated. An external visual inspection was performed and passed. Exterior physical visual inspection was performed and passed. Voltage measurement was performed and failed due to 0 vdc. A review of the share logs was performed and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to restore the connection. The reported event of a loss of connection is reportable based on the finding of transmitter and app were unable to restore the connection. No injury or medical intervention was reported.